Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted and the motor passed motor test. Unable to confirm the e70 alarm due to over written history file. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and cracked display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm and motor error alarms on their insulin pump. Customer's blood glucose level was 404mg/dl. The customer states they treated the highs with manual injection. Troubleshoot was conducted. The customer reports the presence of motor position encoder error. The customer was advised the pump would need to be replaced and returned for analysis.